Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked liquid crystal display controller. Unit was received with minor scratched liquid crystal display window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had a flashing white screen with a beeping sound. The customer¿s blood glucose level was 318 mg/dl at the time of the incident. The customer was assisted with troubleshooting and no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.